Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving vibratory alert for non-sustained lead noise episodes. Pvcs were observed via electrograms. Due to mismatch of the far field and the near field signal, non sustained lead noise was detected. The device was reprogrammed and the patient will be monitored.